Event description:
It was reported that the patient received a transmission for back up vvi via merlin.net. Upon further investigation, it was noted that the backup vvi transmission was inappropriate. The device not found in back up vvi. No further information is available.